Event description:
It was reported that the bd maxplus¿ pressure rated extension set was unable to prime fluid through. The following information was provided by the initial reporter: rn was unable to prime fluid through extension set and replaced with a different extension set that primed without difficulty. On further inspection, the defective extension set was hooked to an empty syringe and with moderate pressure applied ejected a piece of what appeared to be clear plastic.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that later that day the rn was unable to prime fluid through the extension set could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5313-c and lot number 22089254 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set was unable to prime fluid through. The following information was provided by the initial reporter: rn was unable to prime fluid through extension set and replaced with a different extension set that primed without difficulty. On further inspection, the defective extension set was hooked to an empty syringe and with moderate pressure applied ejected a piece of what appeared to be clear plastic.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.